Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the carrier broke during tunneling. There was no effect on the pt. Add'l info has been requested, but was not available as of the date of this report.